Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. Reportedly, the audible feature was not working. It was reported that the audio settings were correct and the vibratory feature was working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found no cosmetic damages. The pump powered up with the appropriate audible and vibratory features. The audible sound decibel was within specifications. With the sound settings set to ¿high¿, the pump gave the proper audible alarm and displayed the correct message for simulated low battery and replace battery warnings. The investigation was unable to duplicate the reported sound issue. Unrelated to the reported sound issue, the verify screen was discolored but still can be read.